Event description:
Product has been shearing off during routine use. The bur breaks in the middle of the bur's cutting edge, as well as in the area where the cutting edges meet the shank. Burs were breaking out of the package (they were not sterilized).